Event description:
It was reported the patient presented for post-implant checks. Upon interrogation, it was discovered the leadless pacemaker (lp) exhibited decreased r-wave amplitude sensing, decreased pacing impedance, and an increase in capture threshold that resulted in intermittent capture. X-ray showed the lp had shifted orientation. The lp was explanted and replaced. The patient was in stable condition.

Event description:
It was reported the patient presented for post-implant checks. Upon interrogation, it was discovered the leadless pacemaker (lp) exhibited decreased r-wave amplitude sensing, decreased pacing impedance, and an increase in capture threshold. X-ray showed the lp had shifted orientation. The lp was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of intermittent capture, sensing problem, low impedance, and dislodgement were not confirmed. The leadless pacemaker was returned for analysis. Visual inspection found the helix length is within specification per manufacturing tolerances. Further analysis performed found no anomalies contributing to reported event of capture, sensing, or impedance problem. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.